Manufacturer narrative:
This event is still under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that the image of the visera laparo-thoraco videoscope went in and out during movement of the scope. No patient harm or impact was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the returned device as well as the legal manufacturer¿s final investigation. The following sections were updated. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely caused by stress being applied to the components. We presume that ccd cable was broken by the stress on the bending section which caused the skeleton rings and the ccd cable to contact with each other. We presume that the ob lens glue was cracked by external stress and deteriorated by chemical stress such as chemical solutions. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The IFU describes the occurrence and prevention of the suggested events due to physical stress on insertion unit and bending section and contact with endo therapy accessories as follows: important information ¿ please read before use dangers, warnings, and cautions warning do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion section, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Never press and/or gather the bending section of the endoscope with hand instruments. Damage to the bending section may result.